Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for the call was the caller stated that the patient said they have to have their ins in MRI mode or off at all times because if they turn stimulation on they feel an electrical shock. Caller stated the issue started 6 months ago. Caller said the patient talked to a representative who said there may be an issue with one of the leads. Caller inquiring if they can scan patient. Agent reviewed MRI guidelines.